Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not detected on bus. Cubie was failed and unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open and not detected on bus. A field service engineer opened the back panel for drawers 1.1 and 1.2 and proceeded to disconnect and reconnect the cables for those drawers, powered on the station and ran diagnostics to perform an acceptance test. All pockets popped out and were correctly detected on the bus, and the drawer was detected as closed. The system functioned as intended after the field service engineer repaired the device.